Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that loss of image had occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to diagnose a 100 percent stenosed target lesion. After pullback, manual imaging was performed, however, image was lost. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good. However, device analysis revealed a partial lap joint separation.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a partial lap joint separation. Impedance testing shows an electrical open at proximal wave form. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. The image characterization testing, was not performed due to device returned condition. Ic windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).